Event description:
It was reported that episodes of ventricular fibrillation due to noise and lead damage were observed. The lead was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 18.0-18.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.